Event description:
It was reported that (2) er320's were used during an unknown procedure. It was reported by the rep that the er320 misfired. Opened another er320 to complete the case. There was no consequence to pt.